Manufacturer narrative:
(B)(4). Corrected data: the initial aware date was reported as 03/17/2016 and should have been 03/16/2016. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence. No product was available from these lots in distribution centers to be analyzed, as the entirety of the lots have been sold and distributed. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event. Clinical review of the medical records reveal there was no documentation supporting a possible association between the fresenius dialysis products and the event of peritonitis and the outcome of death. However, there is a probable association between breaking the sterile pathway of pd therapy and peritonitis.

Event description:
A review of medical records revealed the patient experienced cloudy dialysis effluent, on (B)(6) 2016. The patient's pd nurse reported that a caregiver found the patient unresponsive while still connected to a cycler, on (B)(6) 2016, and was subsequently pronounced dead. The patient's pd nurse indicated the patient may have been on antibiotic therapy (drug name and dose regimen not reported) for recurrent peritonitis that occurred on an unknown date. The nurse noted the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported the patient was discovered unresponsive while still connected to the cycler. The patient was subsequently pronounced dead. The end stage renal disease death certificate was requested.